Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer's blood glucose was 500 mg/dl. The customer was admitted to the hospital. The customer was treated with insulin drip and took the insulin pump off. The declined to troubleshoot because the representative checked that device while he was in the hospital and was told that the device is working fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.